Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had experienced a return of symptoms. They stated that about six weeks ago, they began having accidents. They requested to be walked through how to adjust stimulation. They also asked questions about how long their ins's battery may last. Therapy expectations and ins battery life expectations were reviewed. The patient increased stimulation, and confirmed they were feeling a comfortable fluttering sensation in their bicycle seat area. They were encouraged to keep a voiding diary. They would maintain the stimulation level and continue to track symptoms. The patient was redirected to their healthcare provider to have an ins battery estimate completed. Two days later, the patient called back because they still were not making it to the bathroom, and wanted to increase stimulation more. They increased stimulation to "5," and were not feeling the fluttering sensation. Changing programs was reviewed. On program 3, the patient increased stimulation and they were not feeling a fluttering sensation, but were feeling tightness and sensitive. They changed to program 4 and increased stimulation, but were not able to feel the fluttering sensation. They were going to try program 4. It was recommended they follow up with their healthcare provider to have the device checked.

Manufacturer narrative:
Event date. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had broken a bone in their foot, and were in a boot because they had surgery (not alleged related to device/therapy) and were not making it to the bathroom on time. Now they were not in a boot, and were still having accidents and not making to the bathroom on time. They were having both types of accidents "1 and 2. Especially with number 1." They could not feel the pulse. They used to be able to feel the pulse. They changed the battery to the patient programmer. When asked if they fell or had an accident, they stated they fell and broke a bone in their heel. They had two screws in their heel. They fell on (B)(6), 2021. The patient's current settings were checked, and they were on program 4 at 3.0 volts and stimulation was on. At 5.6 volts, they thought they were starting to feel stimulation, but not like the way they used to feel it. They changed to program 1 at 4.0 volts and decided to keep it there for a couple days and monitor symptoms to see if the symptoms improved. When asked if they had their system checked after they fell, they said no they had not even thought of it. It was explained to the patient that their lead could have moved because of the fall. The patient said they fell on the hard wood floor in their bedroom. The patient later reported that the cause of the loss of stimulation sensation was unknown, and when asked what most likely caused or contributed to the issue, they responded that perhaps when they fell it may have impacted the device. When asked what steps were or would be taken to resolve the issue, they stated the device did seem to be working better, and they would continue to monitor the device closely. It was unknown if the issues had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the lack of stimulation sensation/loss of stimulation sensation was not determined/was unknown. When asked what most likely caused or contributed to the issue, they replied, "perhaps the fall on election day brought it on." They had a bad fall and had not felt the stimulation sensation for quite a while. When asked to clarify when the fall occurred, they stated 'election day,' not the previously reported president's day. They stated they were not sure when the fall occurred, but thought the election day was the 5th of november, and the returns of the election was the 6th. They stated the 6th was the morning of the results, and that was when it happened. It was the day that the president was elected. The day of the counting and finalizing the election. It was unknown what effect the fall had on their implant, but they stated it may be why they were not getting the stimulation. They noted they would be talking with their doctor when they saw them on (B)(6) 2022 would talk it over with the surgeon who placed the implant in their back. It was unknown if the issues had resolved. When asked what steps were or would be taken to resolve the issue, as well as the return of symptoms, accidents, tightness, and sensitivity, they replied they had called the manufacturer recently and still were not feeling the sensation, and still were having accidents. They were having many accidents. These issues had not resolved, but they would talk to their doctor as soon as possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated they were not getting sensation and having accidents, the nurse at the doctor's office wants them to arrange for a medtronic rep to be at their upcoming appointment. Pt said they got a call from medtronic yesterday but did not have time to talk to the medtronic caller so asked for a callback but and they had not heard from them. Troubleshooting offered to resend the email to the rep. Additional information was received from a manufacturer representative (rep). The rep called reporting they just spoke with the patient and the patient reported seeing a warning icon on their patient programmer. Caller reported patient did not see any numbers or letters after the warning.

Event description:
Additional information was received from the patient. They stated conflicting information, that they had their fall on the day of the presidential election which had been 2 years ago. The patient also reported more information about their fall, that when they fell, they slid off a desk on a glossy folder that took them down hard on a hard-wood floor and that they weren't getting stimulation sensation. The patient mentioned they had to wear the boot 3 months after the accident and they had surgery this past (B)(6) 2021. The patient reported they've been having a lot of accidents and they initially "chalked it up to the fact that they had been in a wheel chair, then using a walker and a scooter but they were no longer using the wheelchair or the walker or scooter anymore and they were still having accidents. The patient mentioned the last time they called when they adjusted the stimulation, it seemed good at the time but within a couple days they weren't getting the impulse sensation and they started to have accidents again. The patient specified the accidents weren't as bad as they were after their surgery but they still had quite a few. The patient also reported lately they've been having a lot of times where they've had diarrhea and that they have had a colonoscopy recently and were going to follow up with their gastroenterologist in a couple weeks so they'd be discussing this with them as well. The patient requested assistance in making an adjustment to their settings. After the patient put aaa alkaline batteries in their 3037 programmer and powered it on. When the patient was palpating the skin for the implant site, they mentioned they could feel where where the neurostimulator was because it felt like a "bulge" and that it stuck "out a bit." The patient then connected using the antenna and saw their therapy was on at 4.1 v. The patient noted they did not see any other programs available so they increased their stimulation level up to 6.0 but they still weren't feeling the stimulation sensation. The patient also stated they felt pain from holding the antenna in place but also suggested it could have been from the way they were leaning against the bed. The patient decided that they wanted to follow up for with their managing health care provider (hcp) because they were concerned that they had damaged their implanted system in their fall. The patient then decreased the stimulation down a bit and was going to monitor their symptoms in the meantime. On (B)(6) 2022 they stated they are not getting any impulse feeling and are wondering if a representative could meet them at their next doctor's appointment. The appointment is on (B)(6) at 2:30 . Patient services walked them through increasing stim to upper limit on 3 programs and the continued to feel nothing. Patient services recommended following up with doctor and will notify the rep of the patient's request. Patient services also recommended bringing programmer with them to the appointment. They stated they have two programmers and believed the other is from their first implant. However, they stated they don't have the best memory.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.